Event description:
It was reported that the device was displaying the service wrench indicator. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the service indication was on. The device had failed monthly self-tests and the h-bridge circuit was not operating properly on the analog pcb. It was also observed that the solder joint of pin 1 of the h-bridge integrated circuit, designator u1, was cracked and making intermittent contact with the analog pcb. The customer received a replacement device.